Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient first visited emergency room and subsequentially hospitalized due to diabetic ketoacidosis associated with hyperglycemia values 600mg/dl with trace of ketones +2 and got treated by insulin pen on (B)(6) 2026.